Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead has been revised. Attempts to obtain additional information were unsuccessful. To date, this ra lead remains in service. No additional adverse patient effects were reported.